Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR numbers: 1225714-2014-01903 and 1225714-2014-01904.

Manufacturer narrative:
(B)(4). This is one of two device reports for this event associated MFR report numbers: 1225714-2014-01903 and 1225714-2014-01904. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received alleged that the patient experienced alkalosis, cardiac arrhythmias, sudden cardiac arrest, and sudden cardiac death.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired within less than 24 hours after use of the product on (B)(6) 2012.